Event description:
A clinical incident involving a quantum 2 system was reported to arthrocare corporation. It was reported that the controller had a split screen during surgery and the surgeon reverted from an arthroscopic approach to a mini open approach in order to complete the surgery. The procedure was completed without further incident and without patient injury.

Manufacturer narrative:
Patient information has been requested, but to date, has not been provided. The device was reported as returning for investigation. To date, the device has not been returned. A follow-up report will be provided after the investigation has been completed.